Manufacturer narrative:
The referenced equipment was returned to the repair center for evaluation. The device could not be turned on with alarm due to (cr) board failure. The equipment has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that a customer high flow insufflation unit reportedly "cannot be turned on" which occurred during a laparoscopic surgery procedure. The procedure was not delayed more than 15 minutes and the facility finished the intended case with another similar/same unit. No death or injury was reported to olympus. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective main board could not be determined. Olympus will continue to monitor field performance for this device.